Event description:
The insertion of the catheter went fine, except when pulling the guide wire out. The guide wire finally came out however the catheter was damaged when it did. This happened on three different occasions; twice on one pt and once on another pt. Rptr's facility has used this product for several years so facility is very familiar with the procedure.